Event description:
It was reported that, cannulated guide had an obstruction and no guide wire could pass.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.